Event description:
It was reported that the procedure was to treat a highly calcified and highly tortuous lesion in the left anterior descending artery. During post-dilatation of a xience xpedition stent, an unspecified balloon catheter was used and several inflations were performed. A 4.0x12 mm nc trek balloon rx dilatation catheter (bdc) was advanced for additional dilatation over and met resistance with an unknown balance middleweight (bmw) guide wire. Reportedly, contrast was suspected on the bmw guide wire which may have contributed to the resistance between the bdc and the bmw guide wire. The bdc could not be withdrawn over the guide wire as the bdc was bound to the guide wire; therefore, the bdc and guide wire were removed as a single unit from the patient anatomy. A new same size nc trek was used to post-dilate and successfully complete the procedure. Post procedure the guide wire was intentionally cut in an attempt to remove the guide wire from the bdc. A portion of the bmw guide wire with the hemostats attached will be returned. There was no adverse patient effect. There were no other device issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficult to position/remove the balloon catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified. The nc trek referenced, is being filed under a separate medwatch MFR number.